Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: (B)(6).

Event description:
It was reported that before surgery, there was black powder in the package, like the battery had exploded. The unit was brand new and the event was identified immediately upon receipt (before use). There was no patient harm or surgical delay as there was no patient involvement. Due diligence is complete, no further information is available. There was no adverse event associated with this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has not been returned. Review of the provided pictures found black debris throughout the tray. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.